Event description:
As reported, when the physician attempted to deploy a 6-12f mynx control venous vascular closure device (vcd), it pulled through the access site during deployment. Hemostasis was achieved with manual compression. There was no reported patient injury. The procedure was a pulse field ablation (pfa) using a non cordis system. The physician used a skin nick to assist with the insertion of a large non cordis pfa sheath and then downsized to an 11f non cordis sheath for closure. The tech performing the mynx deployment is certified and followed all the steps outlined in the instructions for use (IFU), including storage and preparation. The balloon pulled through intact. It was reported that the patient had bleeding around the large non cordis pfa sheath and it was suspected that may be reason the balloon was able to pull through. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
As reported, when the physician attempted to deploy a 6-12f mynx control venous vascular closure device (vcd), it pulled through the access site during deployment. Hemostasis was achieved with manual compression. There was no reported patient injury. The procedure was a pulse field ablation (pfa) using a non-cordis system. The physician used a skin nick to assist with the insertion of a large non-cordis pfa sheath and then downsized to an 11f non-cordis sheath for closure. The tech performing the mynx deployment is certified and followed all the steps outlined in the instructions for use (IFU), including storage and preparation. The balloon pulled through intact. It was reported that the patient had bleeding around the large non-cordis pfa sheath and it was suspected that may be reason the balloon was able to pull through. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint balloon pull through" could not be evaluated. The exact cause of the reported issue could not be determined. It is possible that shipping/storage/handling issues led to the reported event. It is possible that the large bore sheath along with the skin nick used, was larger than indicated for use with the device and led to the device the pull through. As per the instructions for use (IFU), the mynx control venous is compatible with sheaths that have an inner diameter ranging from 6f to 12f. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, when the physician attempted to deploy a 6-12f mynx control venous vascular closure device (vcd), it pulled through the access site during deployment. Hemostasis was achieved with manual compression. There was no reported patient injury. The procedure was a pulse field ablation (pfa) using a non cordis system. The physician used a skin nick to assist with the insertion of a large non cordis pfa sheath and then downsized to an 11f non cordis sheath for closure. The tech performing the mynx deployment is certified and followed all the steps outlined in the instructions for use (IFU), including storage and preparation. The balloon pulled through intact. It was reported that the patient had bleeding around the large non cordis pfa sheath and it was suspected that may be reason the balloon was able to pull through. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint balloon pull through" could not be evaluated. The exact cause of the reported issue could not be determined. It is possible that the large bore sheath along with the skin nick used, was larger than indicated for use with the device and led to the device the pull through. As per the instructions for use (IFU), the mynx control venous is compatible with sheaths that have an inner diameter ranging from 6f to 12f. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.